Event description:
This complaint case from icon. The reporter called to report that on the start of shift found prisma cvvhdf with blood flow of 180ml/min with m-100 pre set using heparin as an anti-coagulant, noted some clots in the access pod and at the top of the filter. Originally the pressures were ok, but with first self test started getting alternate 0020 and 00f0 self test alarms. Attempted numerous drf's elected to stop treatment, when disconnecting, note set access pressure pod burst open. Recommended customer double bag set and lot#. Set lot# 06c0562g.